Manufacturer narrative:
(B)(6). DHR review: the lot number was built / packaged on afa line 6 from august 3, 2018 thru august 5, 2017. Packaged on packaging line 8 from august 9, 2017 thru august 10, 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation summary: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Investigation conclusion: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Root cause description: bd supplier (B)(6) (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to (B)(6). There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause.

Event description:
It was reported that bd¿ insyte autoguard had sterility breach before use.